Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she had kept the insulin pump in her leggings facing her skin. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted. The pump had intermittent act button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.